Manufacturer narrative:
The investigation found no damages or defects that would contribute to a communication error. The download data showed that the pod did not generate a hazard alarm during operation, and no abnormalities are present in the data. The pod was reset, paired with an unused controller, delivered a 5-unit bolus, and deactivated successfully. No communication errors occurred during rerun. The cause of the reported communication error during operation could not be determined. During the investigation, the exposed portion of the soft cannula was found to be torn. Fluid path testing found fluid to be leaking from the tear in the exposed portion of the soft cannula. The timing and cause of the damage to the soft cannula could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 24 and 36 hours. They reported receiving a communication error while they were sleeping. Treatment information was not provided.